Manufacturer narrative:
Concomitant product: 419488, lead, implanted: (B)(6) 2012.

Event description:
It was later reported that the right ventricular (rv) lead had high thresholds. The rv lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.